Event description:
It was reported that during an ion endoluminal lung biopsy procedure the patient experienced bleeding. The biopsied nodule was a 6mm in size and located in right lower lobe, over 7-8 cm from the pleura. The patient had a medical history of chronic obstructive pulmonary disease (copd) and was on plavix. The patient was instructed to stop the plavix 5 days before the procedure. The bleeding was from observed from one of the smaller pulmonary vessel. There were no issues with the ion system. Forceps were in use during the procedure. The physician was at the end of the procedure and after a bronchoalveolar lavage (bal) the patient began bleeding from the endotracheal (et) tube. The physician placed a wedge to block the blood from getting into the airways and used cold saline; this intervention lasted about 20-30 minutes. A crash cart was brought into the room but was not used; this caused a greater delay of approximately 30-45 minutes. The physician resolved the bleeding and was able to continue to do the endobronchial ultrasound (ebus) and completed the case. The patient lost approximately 200 cc of pure blood - a transfusion was not required. The physician believed the bleed occurred due to the proximity to vasculature. The physician questioned if the patient actually stopped the plavix as ordered prior to the ion procedure. The patient was hospitalized for 1 day, then discharged home. The diagnosis from the pathology studied confirmed the nodule was cancerous.

Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.